Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot#: j0220019v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-33, lot#: j0220019v, implanted: (B)(6) 2002, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 02-jul-2006, UDI#: (B)(4); product ID: 3487a-33, serial/lot #: (B)(4), ubd: 02-jul-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had three different systems. The patient stated that their first implantable neurostimulator (ins) was replaced because they broke the ¿probey things.¿ the patient stated that their manufacturer representative told them that the ¿system snapped¿ and their physician did a laminectomy so they wouldn¿t break the probe things on their second ins. It was unknown when the issue occurred. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.